Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: clinic reported occasional noise and insulation abrasion during generator change but no symptoms. A lead repair kit was used and all readings were good. Patient also mentioned some pocket stimulation a while ago but it went away. Lead currently remains implanted. Should additional information be received, this file will be updated.